Manufacturer narrative:
The product has been requested for eval however it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00263 and 00267.

Event description:
Report received from france stating "the sleeve is too soft and twists. Difficult to enter by a 2mm incision. No pt impact."